Event description:
It was reported to boston scientific corporation that an injection gold probe hemostasis catheter was used during a colonoscopy procedure on a male pt. According to the complainant, the tip did not cauterize. The device still did not cauterize after checking the connections and replacing the banana plug. The procedure was completed using another injection gold probe hemostasis catheter. There was no report of pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.